Manufacturer narrative:
Update: the devices associated with this report were not returned. Review of the device history records did not reveal any related manufacturing deviations or anomalies. One x-ray was provided in the initial reporting. The single x-ray was not sufficient for an analysis of bone resorption. Review of the device history records and/or a lot specific complaint database search was not possible for the head as the lot code required was not provided. Requests for additional investigational inputs were conducted. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address pain. It was reported that bone resorbtion was noted around the stem; however, it was not able to be determined through followup what type of bone resorbtion it was.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.